Manufacturer narrative:
(B)(4).

Event description:
Additional information stated to the ¿best of their knowledge,¿ the manufacturer representative thought the issue was overcome during surgery without adverse effects to the patient.

Event description:
It was reported that installing the stimloc cap pulled the lead up. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).